Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73e1600682 was manufactured on 05/30/2016 a total of 279 pieces. Lot was released on 06/01/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the jaws are misaligned. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device, but had difficulty closing due to the misalignment of the jaws. The remaining clips were unable to properly load or close. The sample was disassembled to look at the internal components. Upon disassembly, it was found that the pusher head other remarks: on the distal end of the feeder was bent. The bent pusher head and the misaligned jaws contributed to the clips being unable to load and close properly. It could not be determined what caused the jaws to become on the distal end of the feeder was bent. The bent pusher head and the misaligned jaws contributed to the clips being unable to load and close properly. It could not be determined what caused the jaws to become misaligned. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips fell from applier" was confirmed based upon the sample received. One device was returned. The device was found to have a bent pusher head and misaligned jaws which could both affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Upon functional inspection, it was found that only the first clip was able to properly load but all have the clips had trouble closing. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damaged, operational context caused or contributed to this event.

Event description:
The clips had fallen off easily. Despite trying to load the device outside of the patient's body repetitively before use but it could not do so properly. The physician replaced the device immediately with the other product as soon as this defect was found. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number reported 73e1600274 belongs to another product code, (5-10405 et tube, uncuffed, 2.5). The device investigation has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips had fallen off easily. Despite trying to load the device outside of the patient's body repetitively before use but it could not do so properly. The physician replaced the device immediately with the other product as soon as this defect was found. There was no patient injury.